Event description:
Using .014 volcano catheter, ref: 014r, sn: (B)(4), exp: 01/31/2022. During usage image went blank, suspected short in catheter, removed from sterile field; obtained another .014 volcano device and it functioned without issue.